Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X20 broke while torquing. Ball tip broke while feeling pedicle. Cannulation.

Manufacturer narrative:
(B)(4). One (1) modified long dual end ball tip feeler probe [product code: 6983-26-015, lot number: pd5246] was returned to the complaints handling unit (chu) for evaluation. Visual examination of the feeler probe [6983-26-015] revealed that the straight probe broke away from the handle. Fracture analysis suggests that the weld of the feeler probe underwent a quasi-static overload failure which resulted in the straight probe disassociating from the handle. No material defects or other abnormalities were observed in this analysis. Per certificate of conformance, part was heat treated per the specifications outlined for the material. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the straight probe breaking away from the handle cannot be positively determined. However, the fracture analysis report suggests that the weld of the feeler probe underwent a quasi-static overload failure which resulted in the straight probe disassociating from the handle. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.